Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted to obtain further information on the device issue, troubleshooting steps completed by the customer, any part replacement, and resolution of the blower temperature issue. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a blower temperature too high alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.